Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon successfully removed one of the 4.0x110 mm bone pins from the matching 4.0 mm pin stabilizer; however the other pin got locked inside the pin stabilizer and would not come out. The surgeon proceeded to try to remove the pin with the pin stabilizer attached causing the feet on the stabilizer to cut into the patients skin causing injury. Tka case delayed for 10 minutes.

Event description:
The surgeon successfully removed one of the 4.0x110 mm bone pins from the matching 4.0 mm pin stabilizer; however the other pin got locked inside the pin stabilizer and would not come out. The surgeon proceeded to try to remove the pin with the pin stabilizer attached causing the feet on the stabilizer to cut into the patients skin causing injury. Tka case delayed for 10 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections and the type of reportable event based on the results of investigation. Reported event: it was reported that the bone pin was stuck in the stabilizer during disassembling. Product evaluation and results: visual inspection. Visual inspection shows bone pin stuck in stabilizer with galling and twisting. See attachment 1 for image of the instrument. Dimensional inspection: dimensional inspection was not completed since visual and functional inspection confirmed jam, galling and twisting. Functional inspection: functional inspection of bone pin, 4mm x 110mm, sterile 2 pack, p/n 144110 confirmed bone pin jam, galling and twisting. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot w52837 and accepted into final stock on 08/25/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 144110, lot w52837 shows no additional complaints related to the failure in this investigation. Conclusions: visual inspection shows bone pin stuck in stabilizer with galling and twisting. Functional inspection confirmed bone pin, 4mm x 110mm, sterile 2 pack, p/n 144110, bone pin jam, galled and twisted. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.